Event description:
Pt received IV bolus of cardizem and was ordered maintenance IV drip of cardizem 5mg per hr - 125 ml programmed into pump and pt received 125 mg in one hr. 5mg was the volume programmed in and did not alarm when 5mg infused.